Event description:
Pasquier, y., et al. Subdural catheter migration may lead to baclofen pump dysfunction. Spinal cord. 2003; 41, 12: 700-702. The pt presented with spastic hypertonic episode associated with rhabdomyolysis. It was determined the distal catheter was dislodged between the subdural and subarachnoid space. The catheter was surgically replaced.

Manufacturer narrative:
.